Event description:
Previous reports indicated that surgical intervention took place on (B)(6) 2023. Surgery actually took place on (B)(6) 2023.

Manufacturer narrative:
Explant date corrected from (B)(6) 2023 to (B)(6) 2023.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place where the lead was replaced. Therapy restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was no longer experiencing effective relief. Further information was gathered and the l1 lead has migrated. Surgical intervention may take place at a later date to address the issue.